Event description:
Servo I ventilator display screen was flashing erratically. User was unable to adjust any ventilator parameter on the equipment. The patient was disconnected from the ventilator. She was then manually ventilated with ambu bag on oxygen (10 lpm). A permanent peep valve set at 5 cmh2o was previously attached to the resuscitator to provide peep. The patient's oxygen saturation remained at or above 98% during the equipment change. Cardiac status did not appear different than prior to the change.equipment sent to clinical engineering for evaluation.